Manufacturer narrative:
The report we received from our affiliate indicated that , during clinical use, the coil detached inside the catheter. There was no report of patient injury. No other information was available.

Event description:
Coil detached inside the catheter.